Manufacturer narrative:
Initial reporter phone# : (B)(6). Investigation summary : exec summary - no physical device samples were returned. No samples (including photos) were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. A review of the complaint lot history check was performed and this is the 3rd related complaint for (plunger rod unable to move) on this lot # 1081665. No non-conformances were raised in association with this type of event for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. CAPA/sa - based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review was performed on lot # 1081665 for plunger rod unable to move and this is the 3rd related complaint for plunger rod unable to move on lot # 1081665.

Event description:
It was reported that 1 bd insulin syringe with the bd ultra fine¿needle was unable to aspirate. The following information was provided by the initial reporter : the customer reported another syringe with defect protocol 2204241363 of the same batch claimed previously, totaling 2 syringes.